Event description:
A pump malfunction was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support on how to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred.